Manufacturer narrative:
Additional information: b5: upon follow-up, it was reported that pd therapy was discontinued and the patient was transferred to hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. Approximately 25 days after diagnosis, the patient was hospitalized for the event. Treatment was not reported. The patient was discharged from the hospital after 3 days. Patient outcome was not reported. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient has recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.